Event description:
Pt presented to hosp with high watt alarms, dark urine and hf symptoms. He was also noted to have an acute elevation in ldh (377 to 1599) in 2 days. Pt was taken to operating room for lvad pump exchange for thrombus. He tolerated procedure well and was discharged to acute inpatient rehab several weeks later, did not have any post op complications.